Manufacturer narrative:
D1 and d2: corrected. D3: manufacturing plant address, city, zip code: corrected. D9: date returned to mfg; 3/31/2025. Device evaluation: two photos and one device was provided for device analysis. Functional testing and visual inspection performed on device. The device's pressures were tested and it was found the pressure gauge did not adjust to indicate pressure when the chamber was on. The probable cause was due to defect h2 pressure gauge assembly. The h2 pressure gauge was replaced.

Event description:
It was reported that at the time of installation and start-up of the equipment, when connecting the pressure chamber to the equipment's air supply, despite there being pressure in the system, the pressure gauge integrated in the chamber did not indicate the pressure, showing that it did not work. The event did not occur during patient use, there was no delay in therapy as a result of this event.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.